Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion instruments: upn: (B)(4), model: 140-9800, serial: na, batch: 203996.

Event description:
It was reported that the implant procedure was aborted due to patient issues with anesthesia. The patient has recovered.